Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (force was used in attempts to deliver device), inherent risk of procedure (stent dislodgment), patients condition affected effectiveness of device (very tortuous anatomy with 70% stenosis post pre-dilation), (device not available for evaluation). Conclusion results: user error contributed to event (force was used in attempts to deliver device), device failure/lack of effectiveness relate to patient condition very tortuous anatomy with 70% stenosis post pre-dilation).

Event description:
The physician was treating a lesion in the left internal iliac artery with an assurant cobalt peripheral stent. The patients anatomy was very tortuous with 70% stenosis post pre-dilation. The physician was using a contra approach to treat the lesion. As the physician was retracting the device into the sheath the stent dislodged in the left external iliac. The dislodged stent was snared and deployed inside a previously deployed self-expanding stent. Another stent was used to treat the target lesion and the patient is reported to be fine post procedure. There was no abnormality noted during prep or inspection prior to use. The lesion was pre-dilated. Significant force was used in attempts to the deliver the device.